Event description:
It was reported that balloon rupture occurred. The target lesion was located below the knee. A 2.5mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient injuries reported and the patient condition was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6).